Event description:
It was reported that this artificial urinary sphincter (aus) stopped working due to fluid loss, caused by a hole in the balloon. A revision surgery was performed to remove and replace the balloon. There were no patient complications reported.